Event description:
Event description guidant received information that the output of the right ventricular lead was programmed to 4.0 v at a 0.5 ms pulse width, however the egm faxed to technical services showed that the right ventricular threshold wasn't capturing at 4.5 v. The patient was experiencing a good intrinsic rhythm during the follow-up visit and the daily measurements showed stable lead impedances in the 850 ohms range for the ventricular lead. No other adverse effects were reported.